Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to inflate was not confirmed due to the condition of the returned device. The reported kink was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a mildly tortuous, mildly calcified, 90% stenosed mid circumflex coronary artery, the 2.75 x 12 mm voyager nc dilatation catheter could not inflate fully. Another voyager nc was used to successfully complete the case. There were no adverse patient effects or a clinically significant delay reported in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.